Event description:
It was reported that ¿a couple of the patient¿s leads were broken and the battery was losing its power now.¿ it was noted that the patient was to meet with a manufacturing representative on the following day to discuss these issues. It was noted that the patient was looking forward to getting a new product because when the patient laid down, his stimulation changed and felt like it had turned off. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 377675, lot# v002472, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377675, lot# v009013, implanted: (B)(6) 2007, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type extension; product ID 3550-09, lot# lc2803, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type accessory. (B)(4).